Manufacturer narrative:
Thermogard xp ivtm system (sn: (B)(4)) was serviced by the customer. The air trap sensor was cleaned by the local cas which cleared the air trap alarm. The console then worked as intended for use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received thethermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A male patient was hospitalized post cardiac arrest and underwent treatment for hypothermia. A zoll quattro catheter was inserted into the femoral vein by an experienced physician. The target temperature was 34 degree celsius. During treatment a start-up kit (suk) leak was noted due to air trap top cap was separated from the polycarbonate tubing. An air trap sensor alarm was also noted due to the leak. The suk was replaced to continue with the treatment. The patient was transferred to the normal station with a very good neurological outcome. No patient consequences were reported.